Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false downstream occlusion alarms' which was reproduced. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be a failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion even when nothing was occluded and as soon as you start the intravenous fluid (IV) it starts alarming downstream occlusion. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.